Manufacturer narrative:
The device in this report has not been returned to omsc but was returned to olympus (B)(6) & (B)(6) (oaz) for evaluation. Oaz inspected the device and confirmed the following: there was sign of twisted wire on the camera cable. The rear cover of the camera cable was broken. There were multiple cracks and deep dents in the video connector and electrical contacts. Dead pixels in the endoscopic image were confirmed. The camera head¿s main body and camera cable were replaced. Pixel correction of endoscopic image was performed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the device connected to the olympus camera head ch-s400-xz-ea shut down suddenly and could not be turned on, and the endoscopic image disappeared. There was no report of patient injury associated with the event. The user facility did not provide other detailed information. And an olympus engineer inspected the device and duplicated that the reported phenomenon.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by a loss of communication between the video system center and the camera head due to the following; breakage of the camera cable due to twisting. Damage to the video connector such as cracks or dents in the video connector and electrical contacts due to some strong force applied when handling the device. Omsc confirmed the product shipment record, but there was nothing wrong with the device. Therefore, omsc concluded that the breakage of the camera cable and the electrical contacts of the video connector may have been caused by user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.